Event description:
The event is reported as: the customer alleges that when flushing the catheter, there was a leak from the snaplock adapter. The snaplock was replaced, but the leakage did not stop. The user reconnected the catheter and snaplock, but the leakage did not stop. The catheter was replaced with a new catheter and the leakage stopped. No report of pt harm or injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.